Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user conducted an infusion set change with a contact/detach 23"-6 mm set and did not fill the short tubing segment before inserting the needle, then performed a cannula fill, resulting in elevated blood glucose with reported values up to 357 mg/dl and no device alerts. Symptoms included hyperglycemia without ketone testing, medical intervention, or immediate health effects. Outcomes included transient elevated blood glucose without hospitalization or need for assistance. Investigation included troubleshooting and user education on correct infusion set deployment and site change procedure. Investigation of this case revealed improper infusion set deployment and incomplete priming of the infusion set tubing, consistent with an infusion set connection/priming issue rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to infusion set handling and priming.